Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error occurred during aspiration. An angiojet zelantedvt catheter was used during a venous thrombectomy procedure. Power pulse was completed with the catheter and the physician changed over to thrombectomy mode. The catheter worked for a few seconds when a check saline error code occurred during active aspiration. The device was removed from the patient and the procedure was completed with a non bsc catheter along with the implantation of a wallstent. No complications were reported and the patient is fine.